Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-11150. It was reported that atrial lead was positioned in the aortic valve and the ventricular lead was in the left ventricle the day following implant. A procedure to re-position the leads was completed. There were no adverse consequences. The patient has been in stable condition throughout the procedure.